Event description:
The customer reported that the left monitor went black, thus no live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated cables and connectors. The system operates as intended.